Manufacturer narrative:
The reported event of an increase in rv capture threshold was confirmed via review of device diagnostics. The device was tested and found to be normal. X-ray inspection found no anomalies. The increase in capture threshold is believed to be the result of a connection issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that high thresholds were noted on the rv channel. When the device was replaced, the new device was connected to the original lead and the thresholds had decreased considerably. The physician suspected a problem with the rv connector part of the ICD header.